Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-01306 & 01307 & 01308).

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2009. And that a revision procedure occurred on (B)(6) 2014 due to patient allegations of metallosis. Legal counsel alleges that a procedure to drain a hematoma was performed on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Patient medical records indicate that grayish turbid fluid and posterosuperior rim deficiency of the acetabulum were noted during the revision on (B)(6) 2014. The acetabular cup and modular head were replaced with competitor acetabular components and a biomet ceramic head. Patient medical records further indicate that an irrigation and debridement procedure was performed on (B)(6) 2014. There were no components removed during this procedure.